Event description:
The customer reported that they received an erroneous result for one patient sample tested for (B)(6). The customer poured off the patient sample into a roche hitachi cup for initial testing and the initial result was 0.294 miu/ml. The 0.294 miu/ml value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated in its original tube, resulting as 3806 miu/ml accompanied by a data flag. The 3806 miu/ml value was believed to be correct and this result was reported outside of the laboratory. The customer later decided to repeat the sample some additional times for troubleshooting purposes. The sample was poured off into a roche hitachi cup and repeated a second time on a different e601 analyzer (serial number (B)(4)), resulting as 3891 miu/ml accompanied by a data flag. The customer then poured off the sample into another roche hitachi cup and repeated it a third time on e601 serial number (B)(4), resulting as 3885 miu/ml accompanied by a data flag. The second repeat value of 3891 miu/ml and third repeat value of 3885 miu/ml were not reported outside of the laboratory. The patient was not adversely affected. The (B)(6) reagent lot number and expiration date were not provided by the customer. The field service representative could not determine a cause. As a preventative measure, the customer will use racks with inserts for false bottom tubes as a recommendation from the technical support specialist. The field service representative completed performance testing. The unit meets specifications

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined with the limited amount of information provided for investigation. A possible root cause is either a preanalytical issue or a bubble on the sample due to the sample being poured off into a sample cup. No adverse event was reported.